Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via company representative (rep) regarding a patient receiving intrathecal lioresal (concentration and dose unknown) via an implanted pump. It was reported the event/difficulty occurred on 2020-sep-11 during device follow-up. It was reported the patient¿s pump was inverted and it was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included x-ray. It was further reported the patient was being referred for a pocket revision. The family did not want to see the surgeon that the hcp recommended so they were looking for an alternative. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked but unknown. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2020 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc serial/lot# (B)(6), ubd 2013-08-31, UDI# (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative who reported that the pump was delivering lioresal (2000 mcg/ml at 344 mcg/day). On (B)(6) 2020 the patient was admitted when he presented to the ER (emergency room) with the low reservoir alarm going off. They had been unable to refill the pump because the hcp could not access the septum because the pump was inverted. An x-ray confirmed the inversion and showed a catheter fracture in the pump pocket. The patient did not have any symptoms. The patient was taken to surgery on (B)(6) 2020 for a new catheter implant, a pump refill, and a pocket revision; however, the hcp reported pus flowed from the pocket after he opened it, so the catheter replacement was canceled and the patient¿s pump and catheter were removed due to the pump pocket infection. The devices were sent to pathology for infectious disease work up and culture to identify the organism to assist with the treatment of the patient. The patient was staying admitted for treatment of the infection with IV (intravenous) antibiotics, so the issue was not resolved at the time of the report. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. The surgeon would discuss a new implant with the patient once the infection was resolved.